Event description:
Was admitted for lower abdominal bypass surgery on (B)(6) 2013. Surgery was started only to be postponed due to problems encountered with a previous surgery where a hernia had been repaired using mesh. A different surgeon was called in to remove the previously installed mesh, which had adhered to the small intestines. The bypass had to be rescheduled for a late date.